Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the tracker was stuck on the thoracic probe. There was no patient involvement.

Manufacturer narrative:
G2: foreign country - israel. H3/h6: the probe was returned and analyzed. The tip was bent on the returned probe. There were also lines of galling on the back end causing fit issues with the mating tracker. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.